Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-01515; 346-14-709, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - 5-year knee got an infection. Just did a wash out and poly swap.